Event description:
It was reported that the lead was attempted to be implanted, but was not used. Additional information received reported that during the implant procedure of the lv lead, the lead could not be deployed due to vessel tortuosity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood/body fluid present on distal conductor. The full lead was returned for analysis.